Manufacturer narrative:
The customer stated the last two digits of pt barcodes are being read incorrectly by the instrument. There are no reports of erroneous results being generated or reported out of the lab. The customer was sent a replacement instrument to resolve the issue. The new system was operational.

Event description:
The customer stated the last two digits of pt barcodes are being read incorrectly by the instrument.